Event description:
It was reported that the port was implanted in a pt with stage 4 carcinoma of the colon. The port was implanted in 2003 in the right subclavian vein. Later the pt was brought to surgery for a "non-functioning port." Under fluoroscopy, a separation of the catheter was noted. Surgery was required to remove the catheter pieces. A new port was inserted and there were no additional pt complications.